Event description:
It was reported that there was early battery depletion and that there was high lv (left ventricular) threshold. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2004; 407645 implantable pacing lead, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.